Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented with a cardiac perforation of the atrium. Increased pericardial effusion was confirmed according to a CT scan taken. A puncture of the pericardium revealed that there was blood in the pericardial effusion, however, no blood was observed in the 500-600cc of the pericardial effusion that had been extracted. According to the image of the CT scan, perforation of the apex was unlikely in terms of the position of the right atrial (ra) lead, therefore, perforation of the atrial side was suspected. In addition, it was noted that the threshold on the atrial side had slightly increased. It could not be definitively concluded as a perforation of the atrial side, therefore the patient is currently under observation and the ra lead remains in use. No further patient complications have been reported as a result of this event.